Event description:
It was reported that the device gave air-in-line alarm whenever trying to run the pump. The event occurred during testing.

Manufacturer narrative:
One device was received for investigation. The reported complaint was confirmed through accuracy test. Replaced air detector. Performed accuracy test, and occlusion test. Upon further investigation, found dso seal was delaminated, uso seal buckled, and motor odometer was past 6 million revolutions. Replaced dso seal, and gear motor, and hub gear. Performed dso/uso sensor calibration. Performed pvt, unit pass all testing criteria.